Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lfj6, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va04drv, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and was not getting symptom relief due to their lead. The action required as a result of the event was replacement. The diagnostic testing or troubleshooting performed was impedance testing. It was unknown if the product issue was resolved and was unknown if the cause of the event was determined. The manufacturer representative was not sure why the patient wasn¿t getting a response. The explanted lead was sent back to the manufacturer for analysis. Upon review of x-rays before replacing the lead, the lead looked to be in a good position, however the patient was not getting a response. The patient status was alive with no injury and they were getting greater than 50 percent symptom relief.